Event description:
A radical prostatectomy was performed on a male patient using hem-o-lok l polymer clips. The surgeon had ligated the prostatic "ailerons" close to the anastomosis. Patient was closed and post operatively was experiencing strong pains. The patient was brought back to the operating room and it was determined that the clips were not at the initial site of ligation and had migrated to the vesical lumen. Patient is recovering well.